Event description:
Cardiac device nurse was requested to change programming on implantable cardioverter defibrillator (ICD) patient prior to surgical procedure, per routine. Patient is dependent on his device. New programmer from abbott/st. Jude was utilized to reprogram device. Interrogating nurse was unable to turn off rate response. Only options for programming were door or voor, and nurse was attempting to put patient in doo mode. Nurse opened up programming options in the magnetic resonance imaging (MRI) window hoping to find doo mode to disable rate response. Once in MRI setting screen, programmer instructed user to place wand over device. No settings were selected at this time. Once wand was placed over patient's ICD device, programmer inhibited pacing. This caused the patient to go without a paced beat for about 5-8 seconds. Once the wand was removed from the device the device resumed pacing. Vendor representative was notified of incident. Representative reports that when a programmer is brand new and you enter into the MRI setting for the first time, the wand inhibits pacing - this is a feature that needs to be turned off and avoided on patients who are pacemaker dependent. Patient was symptomatic due to lack of paced rhythm, reporting feelings of nausea and severe syncope.